Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that the marker was detached. A percuflex drainage catheter was selected for use. During the procedure, the marker was found detached, and it took a long time to remove the device from the patient. The physician used another device to remove the catheter. No complications were reported.